Event description:
The plaintiff's attorney alleged the decedent experienced unspecified injuries on an unknown date after use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report #: 1225714-2014-14748 and 1225714-2014-14749. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias and sudden cardiac arrest, which is alleged to have been caused by product administered during dialysis treatment.

Manufacturer narrative:
This is one event (unspecified injury) for the same patient involving two separate products.